Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Pump supplies were changed and insulin delivery was resumed. Blood glucose was in the 400 mg/dl range. Customer reverted to using manual injections for insulin therapy.